Manufacturer narrative:
Date sent to the FDA: 12/17/2020. H6 component code: g07002 ¿ device not returned. Additional h6- clinical code : e1707. Additional information was requested, and the following was obtained: "it caused me considerable - and totally unnecessary - pain, discomfort, and delays in post-surgical healing." The following information cannot be obtained: the patient demographic info: weight, bmi at the time of index procedure? Please provide a suture product code and lot number used at the index surgery on (B)(6) 2020? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What were current symptoms following the index surgical procedure? Onset date? Did the operating surgeon observe any suture deficiency or anomaly before and/or during the suture placement? Please specify. What was the appearance of the suture post-operatively? Was any medical/surgical intervention required to treat outcome? Please specify. Other relevant patient factors/history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have copy of your operative report related to this event? Does ethicon have your permission to contact your surgeon in the event ethicon would like to contact your surgeons for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon's name and their email address/contact information. The following information was received: post-surgical complications I experienced included. Extreme swelling of my right foot up to and including my right ankle; a great deal of pain associated with the swelling resulting from even the lightest pressure place on my right foot - i.e., - from bandages, air flowing over the foot after the bandages were removed, etc.; the "dissolving" stitches became embedded deeply, and painfully, in the swollen flesh on my right foot; anything touching that foot and/or the ends of the chromic sutures - with a sheet, orange blanket - caused barely bearable pain; I was unable to put any pressure on either the top, or bottom, of my right foot (e.g., via the use of bandages, socks, etc.) - even after 6 weeks post surgery as the "dissolving" chromic showed no sign of dissolving, as advertised! If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a foot surgery for hammer toe on (B)(6) 2020 and the suture was used to close the incision. Post-operatively, the foot was swollen from the toe to the ankle. The patient stayed in the bed for five weeks with her foot raised above the waistline and the swelling did not go down. Two weeks after surgery, the patient was examined and was told that the swelling would go down. Four weeks later, the swelling continued to increase. The patient was told that the sutures would dissolve. For nearly six weeks, the patient was in the bed waiting that the suture would dissolve. The patient decided to cut the sutures out using sterilized tweezers and exacto knife which was quite painful as sutures were deeply embedded into her flesh of the right foot. Within twenty-four hours the swelling went down and pain resided. After forty-eight hours of removing the non-dissolving absorbable sutures, the patient was able to place pressure on the right foot and begin to walk pain free again, and without the aid of crutches. Also, the swelling was gone. Additional information has been requested.